Event description:
It was reported that the patient received anti-tachycardia pacing and three shocks from the implantable cardioverter defibrillator (ICD) which were suggested to be inappropriate. The patient's heart rate was approximately 175 beats/minute, and no discriminator had been programmed. Subsequently, the patient was hospitalized and received eight more shocks while being monitored. It was then stated that the eight shocks could not be viewed in the device data. The ICD was temporarily programmed with the onset/stability discriminator and then explanted on (B)(6) 2026. The ICD is expected to be returned.